Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. The customer contacted technical support, who assisted them in resetting the pump. The same malfunction code did not recur, and the customer was advised to call back if it did.